Event description:
It was reported to philips that the cable foot switch does not work. The device was in clinical use at the time of the event. No patient or user harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the wireless footswitch does not work. Customer was using a wired foot switch as work around. The confirmed issue will be resolved with the fco72200545. Therefore, no further action could be performed by philips. The codes were updated based on the investigation outcome.